Event description:
Additional information provided by customer. The intended diagnostic gastrointestinal procedure was performed successfully with the same device and a short delay.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b5).

Manufacturer narrative:
Corrected data: d9 (¿no¿ was selected in error on the initial report), h3 (¿no¿ and ¿not returned to manufacturer¿ were selected in error on the initial report), & h6 (type of investigation code ¿10¿ was inadvertently omitted from the initial report and type of investigation code ¿4114¿ was selected in error on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a faulty video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use, the evis exera iii video system center did not display an image. The sales representative contacted technical support and requested field service and integration assistance for an endoscopic room serial digital interface (sdi) video signal that was having issues. The field service technician performed an on-site visit and met with the customer¿s biomedical engineer (bio-med). During troubleshooting, it was found that the sdi cable was loosely fitted to the bayonet neill-concelman (bnc) connector, which was causing intermittent video signals. After disconnecting the cable and the connector from the evis exera iii video system center, the technician properly crimped the bnc connector, inserted it back into the video system center, tested the video signal, and all was well. The biomedical department also verified that all was working well. There were no reports of patient harm associated with this event.